Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained address/serial number label, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. It was reported that the yesterday customer's blood glucose value was in range of 200-300's ,g/dl and at 6am blood glucose was 441 mg/dl and around 9-10am was 429 mg/dl. The customer declined troubleshoot of insulin pump for high blood glucose and insulin pump passed the high pressure test. The insulin pump will be returned for analysis.